Event description:
Endovascular graft was advanced via the left femoral artery. Deployment of the zenith modular device went without complication. However, deployment of the ipsilateral iliac leg graft noted a higher placement in the ipsilateral limb than expected. Post angiogram viewing the positioning of the graft viewed an endoleak on the ipsilateral side, but could not be determined if it was a type I. A main body extension was deployed distal to the ipsilateral leg graft to extend the landing zone and provide a better seal within the vessel. Completion angiogram noted a type ii endoleak coming from a lumbar artery. The previous endo leak appearance was not visualized. Procedure was concluded with the type ii endoleak to be monitored.